Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message during therapy in a veterinary clinic (medication, programmed amount and delivery rate unknown). It was also reported the patient was an animal and there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.